Manufacturer narrative:
On november 09, 2023, additional information was received regarding this event. Mentor became aware that the event/s documented on this report have been reported in other medwatch reports. Please refer to the following manufacturer's report numbers that document the reported events: 1645337-2023-13328. 1645337-2023-13327. 1645337-2023-13262. 1645337-2023-13151. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent a breast augmentation with a 650cc mentor memorygel breast implant and experienced a wound infection and cutaneous contour deformity on the right side post-operatively. The patient noticed a diagonal muscle crease, having cellulitis, and a bacterial infection that required surgical intervention on (B)(6) 2023. As a result, the patient ultimately underwent device explantation on (B)(6) 2023. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection and cutaneous contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).